Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure it was noted that the balloon ruptured at 6 atm upon second inflation. The device was simply removed from the patient's body. The procedure was completed with another of same device. No complications were reported and patient condition was good post procedure.